Event description:
The customer observed false reactive alinity s hbsag and alinity s hbsag confirmatory results generated for multiple samples. The following data was provided (reference range >/= 1.0 s/co is reactive): unit of measure = s/co. Sample ID (B)(6) initial result on (B)(6) = 3.6, repeat results on (B)(6) = 2.4, 2.31; sample ID (B)(6) initial result on (B)(6) = 3, repeat results on (B)(6) = 2.56, 2.07; sample ID (B)(6) initial result on (B)(6) = 4.49, repeat results on (B)(6) = 4.36, 4.72; sample ID (B)(6) initial result on (B)(6) = 2.84, repeat results on (B)(6) = 2.56, 2.81; sample ID (B)(6) initial result on (B)(6) = 2.09, repeat results on (B)(6) = 1.39, 1.35; sample ID (B)(6) initial result on (B)(6) = 2.99, repeat results on (B)(6) = 2.71, 2.45; sample ID (B)(6) initial result on (B)(6) = 1.53, repeat results on (B)(6) = 1.36, 1.27; sample ID (B)(6) initial result on (B)(6) = 1.37, repeat results on (B)(6) = 1.09, 1.16; sample ID (B)(6) initial result on (B)(6) = 6.15, repeat results on (B)(6) = 2.95, 2.93; sample ID (B)(6) initial result on (B)(6) = 20.97, repeat results on (B)(6) = 12, 12.35; sample ID (B)(6) initial result on (B)(6) = 10.08, repeat results on (B)(6) = 6.13, 6.06; sample ID (B)(6) initial result on (B)(6) = 3.25, repeat result = 3.27; sample ID (B)(6) initial result on (B)(6) = 2.7, repeat results on (B)(6) = 2.48, 2.32. All samples confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. There was no reported impact to patient management.

Manufacturer narrative:
Update section b3: date of event corrected from (B)(6) 2025. An investigation was performed into the customer issue of potentially false reactive results on donor samples due to a potential carryover event while using alinity s hbsag reagent, list number (ln) 6p02-60, lot 75365fz00. A ticket search by lot did not identify an increase in complaint activity for the alinity s hbsag reagent, lot 75365fz00, related to the customer reported event. The overall performance of the alinity s hbsag reagent was reviewed using field data from customers. Review of field data for the complaint lot indicated the product was performing within product requirements. Additionally, data were assessed across creative testing solutions (cts dallas), applicable peer sites, and whole blood and plasma populations. The performance of ln 6p02-60, lot 75365fz00, was within product requirements and comparable to other ln 6p02-60 lots analyzed in the comparison. A device history review was also performed and did not identify any potential nonconformances or deviations with the complaint lot related to the customer reported event. A review of historical performance data from the customer¿s alinity s system(s) confirmed that this was a single, unique event. The review also confirmed that alinity s hbsag assay performance at the customer site during this period met established specificity claims. The alinity s system utilizes multiple mechanisms at the sample wash station to clean the sample probe and reduce carryover. These mechanisms were confirmed to effectively mitigate sample carryover in internal verification studies prior to release. In addition, following the product specific instructions for use (IFU) and performing routine and as needed maintenance procedures, as outlined in the alinity s system operations manual, further supports contamination prevention. Based on the results of the investigation, alinity s hbsag reagent lot 75365fz00 met performance requirements, and no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false reactive alinity s hbsag and alinity s hbsag confirmatory results generated for multiple samples. The following data was provided (reference range >/= 1.0 s/co is reactive): unit of measure = s/co sample ID (B)(6) initial result on as1453 = 3.6, repeat results on as1452 = 2.4, 2.31, sample ID (B)(6) initial result on as1473 = 3, repeat results on as1473 = 2.56, 2.07, sample ID (B)(6) initial result on as1473 = 4.49, repeat results on as1472 = 4.36, 4.72, sample ID (B)(6) initial result on as1473 = 2.84, repeat results on as1472 = 2.56, 2.81, sample ID (B)(6) initial result on as1453 = 2.09, repeat results on as1452 = 1.39, 1.35, sample ID (B)(6) initial result on as1473 = 2.99, repeat results on as1472 = 2.71, 2.45, sample ID (B)(6) initial result on as1486 = 1.53, repeat results on as1486 = 1.36, 1.27, sample ID (B)(6) initial result on as1486 = 1.37, repeat results on as1486 = 1.09, 1.16, sample ID (B)(6) initial result on as1453 = 6.15, repeat results on as1452 = 2.95, 2.93, sample ID (B)(6) initial result on as1453 = 20.97, repeat results on as1452 = 12, 12.35, sample ID (B)(6) initial result on as1453 = 10.08, repeat results on as1452 = 6.13, 6.06, sample ID (B)(6) initial result on as1452 = 3.25, repeat result = 3.27, sample ID (B)(6) initial result on as1473 = 2.7, repeat results on as1472 = 2.48, 2.32. All samples confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. There was no reported impact to patient management.